Event description:
It was reported that, the right ventricular (rv) lead and this right atrial (ra) lead are exhibiting, low amplitudes, high pacing impedances out of range and high pacing thresholds. It was noted that the patient was admitted for a revision of previous device due to noise on the leads, then this pacemaker was implanted. At this time, there is no noise to be seen on either the right atrial (ra) right ventricular (rv) channels. The high measurements have been consistent for over three months. This rv lead remains in service. No adverse patient effects were reported.